Manufacturer narrative:
(B)(4).insulin pump was received with dog chew marks all over the case, broken off the end cap, missing end cap sticker and broken motor. Device had cracked and bleeding lcd glass. No moisture damage noted.

Event description:
It was reported that the insulin pump was bitten by the dog and dog ate some pieces. It was stated that the device is making a sound and has no alarm. The display is blank. Blood glucose value is 255 mg/dl. Nothing further reported.